Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing that resulted in delivering several inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. Additionally, it was noted that this patient experienced bradycardia. Recently, reprogramming options and medication changes were performed. However, troubleshooting options were discussed and recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing that resulted in delivering several inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. Additionally, it was noted that this patient experienced bradycardia. Recently, reprogramming options and medication changes were performed. However, troubleshooting options were discussed and recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.